Manufacturer narrative:
The device was not returned for analysis. However, product performance engineering reviewed the incident information. Return of the balloon catheter may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. In this case, the device was prepped prior to use with no issue/ leak noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported difficulty to advance and balloon rupture appear to be related to circumstances of the procedure. Based on the reported information, during advancement the balloon catheter encountered resistance with the heavily calcified, 99% stenosed anatomy resulting in the difficulty to advance. It is likely that the balloon became compromised after multiple inflating against the anatomy resulting in the balloon rupture during the third inflation. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that the procedure was to treat a heavily calcified, 99% stenosed de novo lesion in the proximal right coronary artery. A non-abbott guide wire was advanced and pre-dilatation was performed with an unspecified device. The 3.5x15mm nc trek balloon dilatation catheter (bdc) was advanced for additional dilatation, however; resistance was felt with the anatomy. The bdc reached the lesion and was inflated three times. The balloon ruptured during the third inflation at 18 atmospheres. Two non-abbott balloons were used to perform additional dilatation. Intravascular ultra sound was performed, and a xience sierra was used to successfully complete the procedure. There were no adverse patient effects reported and no significant delay in the procedure reported. No additional information was provided.